Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was alerted and polarity switch and loss of capture noted during atrial tachycardia (at)/atrial fibrillation (af) episodes on the right ventricular (rv) lead. Cardiopulmonary resuscitation was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.